Manufacturer narrative:
(B)(4). Result of investigation: the event trace of the device indicates the reported event, hardware fault 19, was last logged on (B)(4) 2015. The service technician was unable to duplicate the customers reported issue during testing and evaluation. Hybrid board was replaced as a precaution. Review of event trace reveals several "inop" conditions. Will replace main board as a pre-caution.

Event description:
The customer reported a "hw fault 19" error on the ventilator. While in service, the service technician discovered several "inop" conditions on the event trace. The customer has not reported any patient involvement, so it is unknown at this time. Date of event was not reported by the customer but estimated based on device evaluation.